Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. Reportedly, the cartridge had been filled with 400 units of insulin. The cartridge was reloaded resolving the issue. There was no reported adverse impact to the customer's blood glucose level.